Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Pet owner reported via email finding syringes from this box the scale markings are printed incorrectly. Pet owner reported most scale markings past 15 units are missing. These are up to 20 unit syringes of u-40. Lot # 3254127. Date of event unknown. Email comments - we are currently having problems with a box of u-40 pet syringes that we purchased from our local costco. Batch number is 3254127. Most of the needles are printed incorrectly and most of the unit numbers past 15 are missing as these are 20 unit needles.